Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding after inserting the adc freestyle libre sensor and subsequently experiencing a loss of consciousness. Customer self-presented to a health clinic, however no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Sensor plug was properly seated in the mount and no failure modes were observed upon visual inspection of the sensor plug. No malfunction or product deficiency was identified. The applicator and sensor pack have not been returned, if the remaining products are returned a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding after inserting the adc freestyle libre sensor and subsequently experiencing a loss of consciousness. Customer self-presented to a health clinic, however no treatment was reported. There was no report of death or permanent injury associated with this event.